Event description:
Pt status post lcp wrist fusion short bend plate in (B)(6) 2010 had a revision to the plate by the surgeon. Surgeon removed the short plate, took the bend out of the plate and re-implanted the same plate. The date of the revision is unk.

Manufacturer narrative:
Additional info has been requested. The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history record review has been requested.